Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA.

Event description:
It was reported by the danish competent authority that the patient underwent total hip arthroplasty on (B)(6) 2007. The cup was revised with minimal bone loss on (B)(6) 2013 due to an unknown reason. The new cup was fixed with no screws. A second revision procedure was performed a week later due to a loose cup and possible fracture of the posterior edge of the acetabulum. A further third revision procedure was performed on (B)(6) 2014 due to a loose cup. Bone grafting was performed and a new cup implanted. It is unknown if the second or third revisions involved any biomet product.